Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, oversensing noise was observed on the atrial channel seen in auto mode switch episodes. It was discussed that the oversensing episodes were due to lead noise issue on the atrial channel. The capture, sense and impedance was stable. The noise was too large to program around. It was recommended to consider lead replacement and monitor the lead. No further information is available.

Event description:
New information received notes no changes or interventions were made to the lead. The plan was to continue monitoring the lead. The patient was stable.